Event description:
Fixture loosening. Fixture removal (B)(6) 2019. Fixture were inserted (B)(6) 2007. According to surgeon the fixture was removed due to bone support loosening and infection. The distal bone was clearly infected with multiple lytic areas. The fixture failure has appeared almost 12 years after installation and therefore this is not considered as a early failure and could not be related to a manufacturing issue. Integrum will not receive any further information about the reason for the infection.